Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm repair (aaa) interventional procedure. Reportedly, when the physician deployed the plunger with the guide wire still in the anatomy, the needles became entangled with the guide wire and the plunger was unable to be retracted. Eventually, the plunger was retracted and the device was freed from the vessel. After removing the device, the physician attempted to pre-place an additional proglide device however, never inserted the device due to being unable to introduce the guide wire and sheath. Upon inspection of the access site, it was determined that the inability to introduce the guide wire and sheath was as a result of a perforation to the vessel. To treat the perforation, a stent was placed. The use of proglide devices and the aaa procedure was abandoned. Hemostasis was achieved using manual compression. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot numbers were not reported. The report indicates the guide wire was left in prior to step 2 depressing the plunger. It should be noted that the perclose proglide instructions for use, states: ¿backload the device over the guide wire until the guide wire exit port of the device sheath is just above the skin line. Remove the guide wire before the exit port crosses the skin line.¿ the IFU deviation appears to have contributed to the reported difficulties. The reported patient effects of perforation are listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices the reported difficulties are related to user deployment technique. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Event description:
Subsequent to the initially filed emdr, additional information was received: after difficulty removing the proglide device, guide wire access was lost. No additional information was provided.